Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the electrode tip noted some tissue. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted high threshold measurements and loss of capture. It was determined the lead was dislodged. During the revision procedure, the lead could not be repositioned as there was tissue in the helix. The lead was extracted and the tissue was removed from the helix; however, it was not possible to retract the helix. As a result, a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
--